Event description:
Healthcare professional reported left side rupture and calcification. Healthcare professional later reported "peripheral folds" and "intracapsular rupture" via MRI report. Cyst and nodule are not device related. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/apr/2024.

Manufacturer narrative:
Continued e1 phone number: +(B)(6), +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and calcification. Device remains implanted. Cyst and nodule are not device related.

Event description:
Healthcare professional reported left side rupture and calcification. Device remains implanted. Cyst and nodule are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.